Event description:
The patient's driveline infection had cultures of proteus mirabilis and enterococcus faecalis, and patient symptoms of fever, cough, left chest pain, and purulent drainage from the driveline. The infection was treated with intravenous (IV) antibiotics, although the infection did not resolve.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b3: event date corrected back. Section e1; reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized from (B)(6) 2024 for a recurrent driveline infection (onset reported under MFR 2916596-2024-07317). The patient was determined not to be a surgical candidate and decided to be placed into hospice care and continue left ventricular assist device (lvad) support. The patient passed away on (B)(6) 2025

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.